Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube the rubber seal was damaged. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "damaged rubber seal."

Event description:
It was reported when using the bd vacutainer® serum blood collection tube the rubber seal was damaged. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "damaged rubber seal."

Manufacturer narrative:
H.6. Investigation summary catalog number: 367812 batch number: 1252940 the device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. No customer samples or photos were received for review and analysis of damaged rubber seal 30 retention samples were subjected to a visual test for damaged product/component (damaged stopper). 0 of 30 samples failed the test for damaged product/component (damaged stopper). Therefore, this complaint is not confirmed based on retention sample testing. Therefore, bd is not able to confirm the customers reported failure mode of damaged product/component (damaged stopper) with the retain sample test results. Based on a review of batch records and the investigation results, no root cause from the manufacturing process has been identified as a contributor. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.